Event description:
It was reported that the patient's lead had lack of slack. It was confirmed via x-ray imaging. The physician elected to successfully reposition the lead. The patient condition was noted as stable.